Event description:
It was reported that during a pulse field ablation (pfa) procedure using a versacross dilator, the handle was damaged in an unspecified way during preparation. While inserting the dilator into the sheath the handle part was damaged.